Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed high out of range shock impedance measurement. The lead configuration was reprogrammed. Further interrogation revealed shock impedance measurements within normal range. Interrogation ended temporarily without any further changes. A loose connection or lead fracture were suspected. It was thought programming may have resolved this issue. A decision was made to leave this device and lead implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. Should additional information become available, this event will be updated.